Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/06/2016 that the patient experienced a hypoglycemic event on (B)(6) 2016. The patient was taken to the emergency room (ER) by her daughter due to hypoglycemia. The patient was unable to recall blood glucose (bg) values or what the continuous glucose monitor (cgm) was reading at that time. Patient was not admitted to the hospital but was given glucagon, waited until her bg levels rose and was then released. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.